Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/19/2018 that on (B)(6) 2018 the transmitter stopped working. No additional event or patient information is available. Data was provided for analysis. Data analysis revealed signal loss lasting longer than one hour on the incident date (B)(6) 2018. Confirmation of the complaint was confirmed. The probable cause was potential patient misuse due to manual closure of the application.